Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7107725 UDI: (B)(4).

Event description:
It was reported that the patient had an infection with signs and symptoms of redness, swelling and fluid discharges at the midline incision site. The physician believed that the infection was not device related even though the infection was localized and superficial. The patient's sutures were removed and likely done on a non-sterile environment which may have causes the infection. The patient was prescribed with antibiotics.

Event description:
It was reported that the patient had an infection with signs and symptoms of redness, swelling and fluid discharges at the midline incision site. The physician believed that the infection was not device related even though the infection was localized and superficial. The patient's sutures were removed and likely done on a non-sterile environment which may have causes the infection. The patient was prescribed with antibiotics.

Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all explanted devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device.